Event description:
A (B)(6) female pt called zoll customer support to report that her monitor was making a high-pitched noise and was not powering up. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (will not power up) has been confirmed. Upon eval, the monitor would not power up. The cause of the problem was isolated to computer analog (ca) board sn (B)(4). The ca board has been returned to vendor for replacement of the ca board ram components u100 and u101. A root cause analysis is currently underway. A supplemental report will be sent upon completion of eval. No adverse event resulted from defective ram chips. The pt received a replacement monitor.